Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at this time. RMA issued. Suspect computer not received by manufacturer for evaluation.

Event description:
A medtronic representative reported a navigation system computer that was intermittently unresponsive when in the cranial application. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date now provided. The suspect computer was returned for evaluation, findings are as follows: computer passed phd testing and reimaging, but then started hanging during boot sequence at a network error which indicated a mother board problem with the on board network port. Motherboard malfunction directly caused event. A replacement computer was sent to the site for issue resolution.